Manufacturer narrative:
The patient's medical records were received and a clinical investigation was completed. The clinical investigation concluded that the medical records revealed that the patient had incisional hernia repair surgery done. There was nothing in the medical records to indicate that this was related to the cycler. There was no report of any cycler related issues prior to this diagnosis of incisional hernia. The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process in addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
The pentoneal dialysis patient was hospitalized due to incarcerated incisional hernia diagnosis and repair that occurred on (B)(6) 2015.

Event description:
A peritoneal dialysis (pd) patient reported needing help programming her liberty cycler and she stated she recently had hernia surgery. The date of the patient's hernia surgery was unknown. The patient did not provide additional information. During a follow-up, the pdrn confirmed the patient recently had umbilical hernia surgery. She did not know if the surgery was cycler related.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.